Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (3005099803-2024-00213). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (subject of this report) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum. **additional information received on february 06, 2024*** the physician was unable to puncture the intended location as the physician was not able to locate the intended anatomy. The laparoscopic procedure was performed to treat patient's underlying condition, and the procedure was performed on the same day the stents were attempted to be deployed.

Manufacturer narrative:
Block h6: imdrf impact code f1901 captures the reportable event of laparoscopic surgery was performed. Block h11: blocks b1, b2 (outcomes attrib to adv event), h1, and h6 were corrected.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (3005099803-2024-00213). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (subject of this report) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum. Additional information received on february 06, 2024: the physician was unable to puncture the intended location as the physician was not able to locate the intended anatomy. The laparoscopic procedure was performed to treat patient's underlying condition, and the procedure was performed on the same day the stents were attempted to be deployed.

Manufacturer narrative:
Block h6: imdrf impact code f05 captures the reportable event of the patient underwent laparoscopic surgery on the same day to treat the patient's underlying condition. Blocks b1, b2 (outcomes attrib to adv event), b5, and h1 were updated based on the additional information provided on february 06, 2024.

Manufacturer narrative:
Block h6: imdrf impact code f1901 captures the reportable event of laparoscopic surgery was performed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (3005099803-2024-00213). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (subject of this report) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.